Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID adsr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead was reprogrammed from bipolar pacing to unipolar due to high impedance. The lead was later capped and replaced. No patient complications have been reported as a result of this event.